Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code:(B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that ultrasafe plus x100l png clear was unable to activate. This was discovered after use. The following information was provided by the initial reporter: we received a complaint from a clinic in scotland. They report performing an injection where the needle did not retract after. There was no difference in the delivery of the injection and no issues giving it.

Manufacturer narrative:
H.6. Investigation: no samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. The customer photo appears to have an empty syringe however, the plunger has not made contact with the trigger fingers, as a result the device did not activate. For the device to activate, the plunger rod must push the trigger fingers in order to allow the activation cycle to be initiated. The root cause based on the photographs are linked to end user error and IFU not being followed.

Event description:
It was reported that ultrasafe plus x100l png clear was unable to activate. This was discovered after use. The following information was provided by the initial reporter: we received a complaint from a clinic in scotland. They report performing an injection where the needle did not retract after. There was no difference in the delivery of the injection and no issues giving it.